Manufacturer narrative:
The t:slim user guide indicates that if insulin delivery has stopped for more than 15 minutes, the resume pump alarm occurs. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received a resume pump alarm, but had not stopped the insulin delivery. Tandem technical support reviewed the pump t:connect data and found that the customer had not resumed insulin delivery after completing the load process. The resume pump alarm occurred 15 minutes after the load process and had functioned as expected. The customer's blood glucose (bg) level was 464 mg/dl and a correction bolus with the pump was used to address the bg level.